Event description:
It was reported that the remote user interface on the 9800 system had a motion error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and transformer restrapped. The power control board and interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.